Event description:
It was reported that there was an issue with locking system; it moves a lot. Additional information has been requested.

Manufacturer narrative:
Investigation completed 4/26/17. Method: - device history, -trend analysis, -failure analysis. Device history record reviewed for this product ID work order / lot/ serial # (B)(4). A total of (B)(4) pieces were manufactured on 01/27/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look back for reported failure and or related to "issue with locking system as a result of the handle being closed without installing the 6" transitional member " for this product ID shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. Evaluation verified customer information as valid. Conclusion: according to field service engineer, the root cause of this failure was inadvertent closing of the handle while the ID of the base handle was empty. The base handle was closed by customer without transitional member. Due to this fact the socket of the base handle is bent.